Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A customer reported the system presented with no aspiration due to handpiece obstruction during a case. The procedure was competed using the same equipment. There was no patient harm.

Event description:
No aspiration in the equipment due to handpiece obstruction a customer reported the system presented with no aspiration during a case. The procedure was competed using the same equipment. There was no patient harm.

Manufacturer narrative:
The customer reported that the system presented no aspiration during a procedure. The procedure was able to be completed with the same equipment and accessory, without delay or harm to the patient. The company representative examined the system and confirmed the poor aspiration. The company representative tried to unclog the phaco handpiece but was unsuccessful. The customer informed the company representative that the facility could and would unclog the phaco handpiece. Preventative maintenance (pm) was performed. The system was then tested and met all product specifications. The system was manufactured on january 29, 2008. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece was manufactured on february 4, 2008. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the handpiece being clogged; however, how the handpiece got clogged remains inconclusive. (B)(4).

Event description:
A customer reported the system presented with no aspiration due to handpiece obstruction during a case. The procedure was competed using the same equipment. There was no patient harm.